Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact: contact person name: (B)(6), contact person e-mail address: (B)(6). A getinge field service engineer (fse) stated during the pim leak test that, found the leak in the drive manifold. During all-manifold tests, failed on drive manifold testing as well. 2/3 failures. Replaced manifold. 2/3 drive manifold tests now pass. Found leak - white nut which balloon catheter extender inserts into was loose. Tightened nut. Fill manifold pressure relief now fails - calibrated fill manifold pressure relief nut. All leaks and errors were resolved. Completed all other calibrations. The final investigation has been completed by failure analysis and testing department. Retaining the drive manifold in the failure analysis and testing department per procedure.